Manufacturer narrative:
Updated fields- b4, g3, g6 , h2, h3, h6 codes(investigation types, conclusion, findings, components), h11. It was reported that during inspection performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had an unstable adjustment of pressure regulator. The symptoms improved after fse replaced the pressure side regulator, and the value was able to be maintained even after adjustment. There was no patient involved. Overall inspection results are good. All functional test were performed.

Manufacturer narrative:
Due character limit e1: event site name: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection cardiosave intra aortic balloon pump (iabp), had an unstable adjustment of pressure regulator. There was no patient involved.